Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the synchroseal instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that, the cover at the tip of the synchroseal instrument broke. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchro seal assembly analyzed and was found to have the jaw cover torn. The tears measured roughly .2255 inch x .0377 inch. Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The jaws did not open and close properly as the cover is extended to the base of the jaws. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.